Event description:
During diaglysis treatment, it was noted that the portacath seemed to be non-functioning. Upon being removed, it broke into 2 parts leaving a segment of the catheter in the right atrium. The patient subsequently underwent retrieval of the broken segment (approximately 10cm.) In the cardiac catheterization under fluroscopy.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure, other, port. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.